Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery procedure, the device was difficult to enter the trocar. It was also reported that after shooting the device the reload was difficult to remove from the trocar. The whole trocar was removed and new reload was used to complete the procedure. There was no patient injury.